Event description:
When trying to introduce guidewire into the stent delivery system, there was friction and resistance and physician felt like there was an obstacle in the way. The physician succeeded in introducing the stent on the wire of the angioguard. Then, the physician proceeded with the procedure as usual, unlocked the system and tried to deploy the stent. Everything was fine and no friction was felt, but the stent did not expand. The stent was not deployed from the sheath. After observation, the physician found that the shaft of the precise rx was kinked and ruptured. Each instrument was flushed properly. When preparing precise for use and introducing stent on the guidewire, a problem with resistance occurred system was unlocked, flushed, and prepared. After accessing anatomy, stent was in place ready to deploy. Customer tried to pull back the device to deploy the stent but there was reported rupture of the stent shaft in the guiding catheter. After unsuccessful deployment it was possible to pull back the whole system without the stent moving. Customer found that the sheath was perforated and kinked - separated into 2 pieces.

Manufacturer narrative:
The product is available for analysis. Additional info will be submitted within thirty days upon receipt.